Manufacturer narrative:
The field service engineer (fse) discovered the aspiration syringe leaked fluid. The fse replaced the aspiration syringe and resolved the issue. The unit conformed to the manufacturer's published performance specifications. (B)(4).

Event description:
The customer reported approximately three milliliters of fluid leaked from the probe during an analysis involving the coulter act 5diff cap pierce (cp). The customer had on gloves and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. Patient results were not impacted, and there was no patient consequence. The customer has a risk management plan at the facility. Beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.